Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: this complaint focuses on thrombus formation on zenith thoracic alpha (zta). No information is provided regarding the event, indication for the procedure, patient condition or the product. Multiple attempts were made to obtain further information to aid in the investigation but failed to retrieve it. For the investigation a single 3d reconstruction image from a postoperative CT scan is provided. The image is with unknown date and postoperative interval. Per the imaging review, a thoracic endograft, appearing to be a zenith thoracic alpha device, is positioned in the proximal descending thoracic aorta. On this single 3d reconstruction image from a CT study, there appears to be irregularity of the flow channel at the distal 1.5 stents with circumferential ring-like narrowing at the graft edge. This could represent partial thrombus formation due to stent-edge stenosis, but cannot be definitively determined from the single image provided per complaint history, the event of thrombus formation, concerning zenith thoracic alpha device, has been previously identified and handled. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook zenith alpha thoracic g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "a doctor sent photo of a product with an issue to rep. The rep. Saw scan of the patient and there were a thrombosis with the product. The patient had the product implanted. The patient is now in the (B)(6)¿. Patient outcome: unknown.